Manufacturer narrative:
Results: there was no visible damage to the returned neuron max upon first inspection; however, the neuron max was found to be fractured at the end of the hub. Conclusions: evaluation of the returned neuron max revealed that the catheter was fractured underneath the ID band. If the device is forcefully manipulated at the hub during use, the device may become damaged. This damage likely contributed to the difficulty advancing devices through the neuron max experienced during the procedure. During functional testing, the neuron max was able to be flushed but a mandrel was unable to be advance through the hub. The mandrel was then advanced towards the hub from the distal tip and was also unable to advance through the hub. Some force was then used to advance the mandrel and the hub became fractured from the catheter shaft. The catheter was likely partially fractured upon return due to the ease of fracture during investigation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure in the m1 segment of the middle cerebral artery (mca) using a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician placed a neuron max in the target vessel without issues. The physician then inserted a non-penumbra catheter inside the neuron max using a non-penumbra microcatheter and a guidewire. An attempt to perform the first pass was made but it was not successful. A second attempt was then made but it was also not successful. Therefore, the catheter and microcatheter were removed. While attempting to insert the catheter into the neuron max for the third attempt, the catheter would only advance a few centimeters into the neuron max. Further, an attempt was made to insert the microcatheter into the neuron max but it would not advance. The guidewire also could not be advanced into the neuron max. Subsequently, the physician managed to insert another guidewire inside the neuron max while feeling friction and removed the neuron max. The procedure was completed using a new neuron max, the same catheter, microcatheter and guidewire. There was no report of an adverse effect to the patient.